Event description:
End user states on two different cases prior to removing sheaths, they could not aspirate-they pulled sheath and flushed with water. Found large clots-pts were heparinized. One sample will be returned.